Manufacturer narrative:
The calcium reagent lot number is 726309. The expiration date was not provided. The field service engineer (fse) cleaned all probes and the rinse unit and replaced the gear pump tubing. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 9 patient samples on a cobas 8000 c702 module. For sample 1, the initial calcium result was 1.61 mg/dl. The sample was repeated on another (B)(6) analyzer and the result was 6.36 mg/dl. For sample 2, the initial calcium result was 8.83 mg/dl. The sample was repeated on another (B)(6) analyzer and the result was 10.83 mg/dl. For sample 3, the initial calcium result was 6.21 mg/dl. The sample was repeated on another (B)(6) analyzer and the result was 8.72 mg/dl. For sample 4, the initial calcium result was 5.56 mg/dl. The sample was repeated on another (B)(6) analyzer and the result was 8.84 mg/dl. For sample 5, the initial calcium result was 7.18 mg/dl. The sample was repeated on another (B)(6) analyzer and the result was 8.8 mg/dl. For sample 6, the initial calcium result was 5.61 mg/dl. The sample was repeated on another (B)(6) analyzer and the result was 8.0 mg/dl. For sample 7, the initial calcium result was 5.01 mg/dl. The sample was repeated on another (B)(6) analyzer and the result was 8.58 mg/dl. For sample 8, the initial calcium result was 8.29 mg/dl. The sample was repeated on another (B)(6) analyzer and the result was 9.52 mg/dl. For sample 9, the initial calcium result was 3.62 mg/dl. The sample was repeated on another (B)(6) analyzer and the result was 9.05 mg/dl. The repeat results were deemed correct.